Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that their active lead is ¿running high¿ so they are having to re-adjust it to make it work. The patient stated that the issue started 3-4 years ago and is getting worse. Their lead is connected to a different manufacturer¿s ins. The patient was redirected to follow up with that manufacturer. The patient stated that the manufacture representative (rep) and healthcare professional (hcp) wanted to know the lead information to try and reprogram the device with the lead. Patient services reviewed that the available registration information can be faxed to a secure line and the rep/hcp can call directly. There were no patient symptoms reported and no complications reported.